Manufacturer narrative:
The lens was returned inside a sealed non-company pouch. Solution and blood were dried on the lens. One haptic was broken in the gusset area. The optic was cut into two portions, typical of damage created to remove a lens from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a non-qualified cartridge. The diopter of this lens model is beyond the qualified range for use in the company cartridge. The 27.0 diopter of the company lens is qualified for use in the company only. A company handpiece and a qualified viscoelastic were indicated. The reported broken haptic damage was observed. The root cause for the reported complaint is most likely related to a failure to follow the IFU. A non-qualified cartridge was used. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reported complaint was for "broken haptic"; however an iol exchange for a difference equal to or greater than two diopters, would also indicate the event is related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 27.0 diopter lens was removed and replaced with a company 29.5 diopter lens. This information suggests that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the iol was exchanged to another lens due to broken haptic.